Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015 their sensor wire was missing. The sensor insertion was at the abdomen on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.